Event description:
It was reported that during a lumbar fusion procedure a screw broke. The surgeon attempted to implant a screw during a revision case. The bone quality was very good. The screw got stuck half way during insertion. Upon attempting to remove the screw and use a smaller diameter, the tulip separated from the shaft of the screw. In order to remove the screw he had to cut the head off and use a removal system in which the screw was heavily damaged. It was reported that no patient injury occurred because of the screw breakage. The patient received the lumbar fusion as planned. The patient is doing just fine.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.